Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: through visual examination of eight (8) samples, six samples had a loose contaminant detected at the filling port/li-cone. According to test specification of elastomeric infusion systems for assembly, in the fluid path, only one contaminant smaller or equal to 0.5 mm² is allowed. Thus, the contaminants are still within specification; the reported defect is not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: 1 x dirty critical site, (11062024@3) - post filling. 1 x dirty critical site, (11062024@1) - prior to filling. 1 x dirty critical site, (11072024@4) - prior to filling. 1 x dirty critical site, (11082024@1) - prior to filling. 1 x dirty critical site, (11052024@9) - prior to filling.